Event description:
It was reported that after 6 months of being implanted in the patient's mouth, the ti abutment broke in half.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (type of investigation). Corrected information: h1, h6 (health effect - impact code, medical device problem code, investigation findings, investigation conclusions). CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
Socket preservation was required after the implant was removed.

Manufacturer narrative:
This is the 1st of 2 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3011649314-2022-00142. Section b b1: adverse event and product problem selected as it was answered incorrectly on the initial submission. B2: required intervention to prevent permanent impairment/ damage selected as it was omitted from the initial submission. Section h h1: reportability updated to serious injury based on information omitted from the initial submission. H6: impact code 4613 added.